Event description:
Boston scientific received information that this implantable cardioverter defibrillator detected a loss of capture on this defibrillation lead. No adverse patient effects were reported.

Manufacturer narrative:
As a result, this defibrillation lead was surgically abandoned. A new lead was implanted. The device was electively replaced. Should additional information become available, this event will be updated.